Manufacturer narrative:
The event date is unknown. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician wants to MRI scan and MRI guideline was reviewed. The lead has not been explanted (still implanted) and the physician may do a lead revision but wanted to know options first. The reason is unknown at this point and no MRI has been conducted. It is unknown if surgical intervention is planned.